Event description:
The recipient is reportedly experiencing poor performance due to suspected electrode migration. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient reportedly underwent repositioning surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device has been activated successfully. The recipient remains implanted. This is the final report.